Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h11. The hook cev2295a 3pk n5 for hook handle (cev2295a) was returned for evaluation: the device history record (DHR) was not reviewed, because the batch number was not available. Failure analysis: the investigation findings showed that the blue coating had melted on the end of the hook, and some scratches. Root cause analysis: preliminary analyses indicate that blister formation and coating degradation could be related to specific conditions of use, such as high voltage or prolonged activation of the device. These hypotheses are currently under investigation. Internal testing was conducted in accordance with the intended conditions of use of the device and did not reproduce the hook melting phenomenon. In order to further investigate and assess potential contributing conditions, a corrective and preventive action has been initiated to identify the root cause, assess the associated risk, and define appropriate actions as necessary. The effectiveness of the implemented actions will be verified in accordance with the quality management system.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the hook cev2295a 3pk n5 for hook handle (cev2295a) melted during a procedure. There were no reports of patient injury or surgical delays.